Manufacturer narrative:
(B)(4). After an evaluation of the removed pcb assemblies, it was determined that the user interface pcb assembly was the cause. A further evaluation of the pcb assembly could not narrow down a component root cause.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged several event codes. After an evaluation of the device, it was observed that the device was locking up during the boot up process. There was no report of any patient use associated.